Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in the hospital and episodes of non-sustained rv oversensing was noted on the device. Further review of the episodes indicated that the device exhibited post-paced t-wave oversensing. Programming changes were made. Patient¿s condition was stable.